Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use (patient has implants both for scs and pelvic health). Caller also mentioned pt had replacements and revisions but was unable to provide any further detail.